Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gast rointestinal/ pelvic floor. It was reported that they increased their stimulation by 0.1 and it caused a big shock and it hurt. Patient said they pulled the stimulation back down real quick because it was hurting anyway and they were in quite a bit of pain yesterday, but it's still hurting today (B)(6) 2025 . Patient mentioned that they called their health care provider (hcp) in regards to the issue. Patient confirmed they were able to get the stimulation back down to a comfortable level. The patient was redirected to their health care provider to further address the issues.